Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device control unit was not functioning. It was further noted that the control was defective, and the device had a worn coupling head therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit was not functioning on the small battery drive device. It was also noted that no test was possible as the device was not running. It was noted in the service order that the device had a worn coupling head. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation, it was determined that an issue was found during device history review that was relevant to the current problem and was already captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.